Event description:
While being imaged by a ge infinia ii hawkeye 4, the patient's foot got wedged between a roller and the outer shell of the camera. There were no fractures or other injuries to the patient.